Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion test. However, the insulin pump alarmed for a motor error during the prime test due to a motor encoder signal out of phase. The insulin pump buttons all responded properly and no button error alarm was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm and a no delivery alarm on the insulin pump. Customer's blood glucose level was 255 mg/dl. Customer received an alarm when he was using a bolus. Customer was advised to disconnect from the pump. Customer was assisted with finding all of his basal/bolus wizard/fixed prime settings. Customer was advised to return the pump with the battery and zero out the basal rates. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. Customer also stated that he had a button error when the alarm history was reviewed. In addition, customer stated he had a button error and his blood glucose level was 309 mg/dl. Customer did not know if the button was held down for three minutes. Customer was advised that the insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.